Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved three separate delivery accuracy tests and showed at least one test was outside of the pump's delivery accuracy manufacturing specification. The pump's expulsor was trimmed. The problem source could not be identified. Based on evidence and investigation, the complaint allegation was confirmed. Report source: foreign country: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump was found to be both under and over delivering. It was reported that the infusions had been ending sooner than expected or later than expected. No adverse patient effects were reported.